Event description:
It was reported that the customer's pump screen was frozen and unresponsive, making it impossible for the customer to interact with the device. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). To resolve the issue, the customer attempted a pump reset, but the screen remained unresponsive. Consequently, a replacement pump was issued by technical support, and the customer was instructed on backup insulin delivery methods and steps for returning the faulty pump. The replacement pump would include updated software, and training would be accessible through the customer's tandem source account.